Event description:
While servicing the ventilator, the respironics service technician reported, the remote alarm connector on the main pcb was physically damaged. The service technician replaced the main pcb board. The unit was not in use, therefore, there was no patient harm or involvement. The main pcb was installed into a test ventilator for failure analysis testing. Extended belt testing failed due to the remote alarm on the main pcb not sounding. Visual inspection of the main pcb revealed evidence of a damaged connector and connector pin. The remote alarm allows ventilator alarm conditions to be sounded at remote locations away from ventilator. A reported malfunction of the esprit remote alarm during use would be likely to cause or contribute to a death or serious injury if the malfunction were to recur.

Manufacturer narrative:
Na